Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a communication issue and connect power alarms were confirmed. The system controller (serial #: (B)(6)) was returned for analysis. Upon initial observation, tape was applied to both the white and black controller end bend reliefs. The tape was removed, revealing damage to white and black and power leads, exposed wires, and green fluid ingress on the white and black connector end bend reliefs. The system controller underwent preliminary and functional testing. The system controller was connected to a power module and system monitor; however, there was no communication between the system controller and the system monitor. The dual power leads were replaced, and the communication issue was resolved. Log files were downloaded. The system controller was connected to a mock loop for extended operation and was able to support the pump with no issues. The original dual power leads were reconnected to the system controller and the system controller was connected to a power module and a mock loop. A power cable disconnect alarm was active on the white power lead. A resistance test was performed on the white and black power leads. Increased resistance was found on the red/white and yellow wires on the white power lead. Open leads were found on the orange, blue, and brown wires on the white power lead. Increased resistance was found on the red/white, blue, yellow, and brown wires on the black power lead. The power leads were stripped, and fluid ingress was observed. Under where the white connector end was broken, the orange, brown, and blue wires were found to be broken. A review of the downloaded log file showed events spanning approximately 2 days ((B)(6) 2023, (B)(6) 2001 per time stamp). Events occurring on (B)(6) 2001 took place when the clock was not set. Throughout the entire log file while connected to batteries there were constant power cable faults on the white power cable not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm did not affect the controller's ability to operate the pump at the set speed. The alarms did not resolve. The driveline was disconnected for a system controller exchange on (B)(6) 2023 at 18:53:25. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause for the communication issue was conclusively determined to be due to a broken orange wire in the white power lead of the system controller. The root cause of the connect power alarms was conclusively determined to be due to wire fatigue. The observed damage on both power leads and fluid ingress may have contributed to the reported event. The device history records were reviewed for the system controller and the system controller was found to pass all manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR number: 2916596-2023-01107.

Manufacturer narrative:
Related MFR number: 2916596-2023-01107. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported by the patient that they were experiencing ongoing alarms from the system controller while connected to both battery and power module. The ventricular assist device (vad) coordinator stated that the controller did not communicate with the system monitor for data download. The controller was scheduled to be swapped out. It was determined that the white cable was the issue, and a new controller resolved the alarm. The customer was also concerned with elevated power and flow readings. The customer was concerned that this was associated with a driveline issue since the driveline was covered in rescue tape. An echocardiogram was performed. Results reported no appropriate flow through the inflow cannula. Additional log files captured continued transient flow and power spikes on (B)(6) 2023.